Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that after mapping the left atrium and removing the pentaray catheter, the physician attempted to swap out the sl1 access sheath for the boston scientific faradrive sheath in the right femoral vein (rfv). The caller stated that the access wire kinked (0.032 amplatz wire) and there is a possible dissection of the right femoral vein. The caller stated that contrast was injected through the rfv, and a "substantial" hematoma was noted in the right groin area. The caller stated that the patient's blood pressure had to be supported/managed by anesthesia. The patient has been taken to CT scan/ICU and status is unknown. Vascular surgery was called. What type of injury? Femoral vein dissection. How was the injury discovered? (Example: patient¿s blood pressure dropped, ECG signals, etc): hematoma/contrast injection. What was the medical intervention provided? Unknown. Did the patient require surgery? Unknown. Is the patient now stable? Unknown. Physician¿s opinion on the cause of the issue: md stated that the groin stick was more vertical and the patient was overweight, making it more difficult to obtain venous access. Boston scientific farapulse pfa system in use. The harm is associated with a sheath due to risk of the sheath having direct contact with vasculature tissue. It is reasonable to conclude the harm is not associated with the mapping catheter as it does not come into direct contact with the vasculature tissue as is manipulated to the target area via the sheath conduit. The dilator for the faradrive was being inserted over the wire to upsize to the faradrive sheath. That is when the incident occurred, which makes the faradrive the most suspected device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).